Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a no delivery alarm but it was resolved by changing the reservoir. The customer's blood glucose was 188 mg/dl at the time of incident. The customer stated that her blood glucose went up to over 200 mg/dl due to the no delivery alarm. The reservoir will be returned for analysis.

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum inspected for anomalies, and none were found. An occlusion test was run and the reservoirs were not occluded.